Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they don't know who to talked to they had been in the ER since it was installed. Pt said met with their rep yesterday and made adjustment, but it made it worst and they were in so much pain. Pt said the rep got it programed all the way to group e, but nothing seems to be working. Pt said they cannot see their doctor for 2 more weeks. Pt said they cannot sleep and their feet was on fire and their legs was on fire. Pt said it was hurting in the last few days. Pt said they were urinating every half an hour. Pt said the doctor had done a poor job implanting it. Pt said the hospital knows nothing about the neurostimulator, and they were advised to talked to the mdt rep. Pt said they had called the rep this morning twice, but they haven't heard back from the rep yet. The patient was redirected to their healthcare provider to further address the issue. Pt called back and repeated details from original call. They said they are in so much pain and it feels like they were hit with 40 volts of electricity. Pt says hcp sent text messages to reps but no one has called them back. Emailed local reps asking them to call the patient back.